Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the device allowed partial component removal for a combination product. A calcium chloride admixture order was sent to the pyxis system, and the nurse was able to remove a partial component from the device. The customer reported that the "allow partial multi component order remove" setting was not enabled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.